Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation, and the lead exhibited high thresholds. The lv lead output settings were re-programmed, and the lead remains in use. No further patient complications have been reported as a result of this event.